Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; proximal segment returned and analyzed.

Event description:
It was reported that the rv lead was partially capped due to an apparent lead fracture, oversensing of noise, and high lead impedance. The lead impedance was occasionally jumping from 600 to 880ohms. No patient complications were reported as a result of this event.